Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and two batteries were returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the battery log shows that the returned batteries were not the batteries used during the event. Review of the device log shows a defib charge timeout and a defib charge error. The device is then power cycled, but no evidence that the battery was changed and no further attempts to charge the device. The device passed all testing including battery signal testing without duplicating the report. The device was recertified and returned to the customer. The batteries will be replaced as an accommodation. Analysis of reports of this type has not identified an increase in trend.